Manufacturer narrative:
B3 date of event - aware date used as event date is unknown. B5 describe event or problem - updated information to 24mm device. D4 lot number - lot number added. D6a implant date - added date.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx closure device was implanted. During a routine 1-year follow-up examination, transesophageal echocardiogram (tee) revealed a thrombus on the surface of the closure device. The patient was placed back on anticoagulation medication. It was further reported that a left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx closure device was implanted.

Manufacturer narrative:
B3 date of event - aware date used as event date is unknown.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx closure device was implanted. During a routine 1-year follow-up examination, transesophageal echocardiogram (tee) revealed a thrombus on the surface of the closure device. The patient was placed back on anticoagulation medication.